Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a nevro competitor ipg. No further information is known.

Manufacturer narrative:
Section b5: during processing of this incident, attempts were made to obtain complete event information. It was reported to abbott, a patient had their abbott generator replaced with a nevro device, due to insufficient pain relief. After the switch to nevro, it is unknown if therapy was restored. No other details are known. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.